Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose¿. Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, however, a bg value was not provided. A bolus was delivered to address bg level. Reportedly the luer lock connection was tangled. In addition, customer used the cartridge beyond labeling and loaded the cartridge with cold insulin. Tandem technical support educated the customer on cartridge and insulin labeling. Customer straightened the luer lock to address the issue.